Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. During open heart surgery, it was decided to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: w1sr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.